Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six weeks post implant, the right atrial (ra) lead exhibited high thresholds, under sensing, no capture at maximum outputs and no sensed p waves. The lead was explanted. An active ra lead was attempted however, high thresholds and undersensing of p waves was noted all sites. The lead was attempted/not used. A third ra lead was implanted with small p waves and high thresholds due to the length of the case and difficulty find a location. The thresholds improved a day later with undersensing noted. The lead was reprogrammed and remains in use. The physician suspecting more of a tissue issue than a lead issue. No patient complications have been reported as a result of this event.